Manufacturer narrative:
There was no contact phone number provided. The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device met all manufacture's specifications. The reported conditions were not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior spinal fusion surgery (l5-s1), it was discovered that there was ¿a hole in the hose¿ of the motor device. It was further clarified that the ¿hose had a leak in it¿. The type of leak was not reported. There were no delays to the planned surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.